Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve ¿did not function¿ during the procedure. The valve was never implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ¿no function¿ referred to no flow through the valve.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, and leak testing. However, it did not meet the requirements for pressure-flow and preimplantation testing. There was debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.